Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred, pump touchscreen was unresponsive, pump battery was difficult to charge and multiple usb cables were loose in the usb port. There was no reported impact to customer's blood glucose. No additional information was provided. Customer declined follow up from tandem technical support.